Event description:
Patient reported malfunctioning ambulatory on (B)(6) 2017 and instructed to utilize backup ambulatory to infuse IV milrinone at 3 ml/hr continuously. However, patient utilized an ambulatory pump was reported lost by patient/caregiver(s) and documented by (B)(6) branch as lost/missing; pump programmed to administer dobutamine at 11 ml/hr continuously. Improperly used ambulatory pump retrieved from patient. Name: milrinone. Strength: 1 mg/ml. Manufacturer: (B)(4). Dates of use: (B)(6) 2017.